Event description:
The customer reported that the unit would not discharge when set at 150 or 200 joules and the error message "no shock delivered" was displayed. This was produced with both the use of paddles and the 50-ohm test load.